Event description:
T was reported that a pump module was repeatedly alarming for air-in-line. The patient was intubated and sedated with propofol. There was patient involvement, but the impact is unknown. Although requested, further information was provided. The customer later clarified on (B)(6) 2026 that they understood the issue was because of user error and found the "fix" was fully pushing in the tubing, per bd's suggestion.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.